Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient came into clinic for routine follow-up, post-paced t-wave oversensing was observed. Programming changes were recommended. No further information was available.